Event description:
On (B)(6) 2013, the reporter stated that an insyte autoguard recently broke off after a pt pulled it out. It was suspected that upon insertion the catheter was at an angle and the needle reinserted, puncturing the catheter. Add'l info received via email on (B)(6) 2014, the reporter stated that the IV was inserted in the right forearm. A piece of catheter was seen on x-ray in the right sub clavicle. The family preferred not to take any action, since the pt was already on palliative care.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the eval is complete the info will be sent as a supplemental.